Event description:
Patient presented in or for changeout due to normal eri. Externalized conductors were observed. No electrical anomalies were detected. Diagnostic imaging records have been requested. The lead was explanted.

Manufacturer narrative:
Internal abrasion was found between 7.4cm - 7.7cm and 11.7cm - 13.6cm from distal tip. External insulation abrasion was found between 15.1cm - 15.6cm from distal tip, consistent with friction against another device. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.